Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay. Complaint sample was evaluated and the reported event was not confirmed. Acetabular shell was returned for evaluation. As returned, damage was seen on the inner radius of the shell and outer radius. The damage appeared to be consistent with removal of the poly liner and explantation of the shell. The pad also exhibited biological debris. A femoral head, poly liner, modular neck, and an unknown screw were returned with the acetabular shell. No further evaluation was possible. Device history record (DHR) was reviewed and no discrepancies were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875100932 item #unk, bone screw, lot #unk. 00784801200, modular neck, 61532824. 00801803202, femoral head, 61694985. Item #unk, unknown stem, lot #unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision due to pain. X-ray shows the acetabular cup was not in correct position. Attempts have been made and no further information has been provided.